Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient underwent a hip replacement procedure where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices and programmer displayed error message "generator unavailable". Multiple attempts at troubleshooting including several bluetooth resets using a magnet were attempted to no avail. Surgical intervention may be undertaken to address this issue.